Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system had a high impedance alert. There was noise on all three sensing vectors. A x-ray was done and an electrode fracture was confirmed. The system has been programmed off. The local representative will discuss the event with the physician. There were no adverse patient effects. The electrode remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5cm from the terminal pin, (in the notch area adjacent to the sense b electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had a high impedance alert. There was noise on all three sensing vectors. A x-ray was done and an electrode fracture was confirmed. The electrode has been explanted. There were no additional adverse patient effects.

Event description:
It was reported that the system had a high impedance alert. There was noise on all three sensing vectors. A x-ray was done and an electrode fracture was confirmed. The system has been programmed off. The local representative will discuss the event with the physician. There were no adverse patient effects. The electrode remains implanted.